Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent device to flow lines for flow testing at 22.8 ml/hr for 60 mins at 22.8 vtbi with the results of 23.012 and passing error percentage of 0.929825%, flow testing at 21.2 ml/hr for 60 mins at 21.2 vtbi with the results of 21.487 and passing error percentage of 1.353774%, and flow testing at 3 ml/hr for 60 mins at 3 vtbi with the results of 3.002 and passing error percentage of 0.06667%. The event history log review was performed however department and the date of the event where an event occurred both were not provided by the customer. An infusion of dexamethasone was programmed the month prior to the date the issue was reported to baxter. No upstream occlusion was observed during this infusion. The user cleared the previous program in adult critical care area and started the pump of dose of 0.2 mcg/kg/hr at an initial rate of 3 ml/hr and a volume-to-be-infused of 40 ml. One minute after start of infusion the pump stopped due to a ¿downstream occlusion!¿ alarm and auto restarted in the same timestamp. After 3 minutes the rate was changed to 12.1 ml/hr. Nine minutes after the initial start of infusion, the dose/rate changed to dose - 1 mcg/kg/hr, and rate 15.2 ml/hr. After one minute the dose/rate changed to dose - 1.5 mcg/kg/hr, and rate 22.8 ml/hr. After one hour and 42 minutes the pump alarmed infusion complete and the pump stopped by the user. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The user facility stated that the drip chamber was slightly concave in and that the vent was closed. Per the spectrum iq operator's manual (do not use sets with non-vented drip chambers or rigid containers with improperly functioning vents. Upstream occlusions caused by improperly vented glass bottles or burettes may not be detected because of the very slow-building vacuums resulting from these situations, resulting in serious injury or death.). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump underinfused precedex during patient therapy. When the pump alarmed infusion completed the nurse saw that there was 3/4 of the vial left to infuse. The nurse thought that the prior shift nurse had spiked the bottle and forgotten to change the volume to be infused. The nurse added more volume to be infused and went about work. The pump never alarmed, and while the drip chamber was full, there didn't appear to be anything wrong. Upon rechecking the pump to change to a new bottle about 7 hours later (roughly when the volume added should have run out), there was still at least half the vial remaining. Although the pump never alarmed for upstream occlusion, it was observed that the drip chamber was slightly concave inwards and the vent was closed. Once the vent was opened, "a ton of air entered the vial". The nurse changed to a new bottle of precedex, hooked it to a new pump, opened the vent, and restarted the infusion. Within 20 minutes, the critical patient (who had been tachycardiac, htn, wild and inconsolable) had a heart rate under 100, normal blood pressure, and while still confused was more controlled. As a result of the event, the patient was administered multiple medications for agitation and was on a high dose continuous infusion of nicardipine. The nicardipine was able to be turned off within 15 minutes of starting the new infusion of precedex. No further information was provided.